Manufacturer narrative:
The reported event is believed to have been attributed to stress, leading to eventual fatigue in the material of the upper plate of the fixed seat tube. Our parent company has opened a CAPA (B)(4) to properly investigate root cause and determine appropriate corrective action. After investigation is completed a follow up MDR will be submitted. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Reports are that the inner tube top plate broke off from the fixed seat tube and the patient fell. No medical attention sought.